Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established since lot number was not provided and sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed. If the device sample becomes available this investigation will be updated with the evaluation results. However, a push test was performed on current production samples of p/n: 12152 and an average force of 70.39 pounds are necessary to break the stem of the jar.

Event description:
The customer alleges that upon attempting to remove the oxygen gas line at the bottom of the nebulizer the plastic male port breaks off. The alleged issue was encountered after the treatment. No patient injury.